Event description:
Received report of an overdelivery. The customer reported an adverse pt event related to an overdelivery of an unspecified medication. Multiple attempts to obtain info have been unsuccessful. Although requested, no further info including the nature of the adverse event was available.